Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, after the subject cpr3 felt, it was impossible to interrogate 3 pacemakers. Then, it started working again.

Event description:
Reportedly, after the subject cpr3 felt, it was impossible to interrogate 3 pacemakers. Then, it started working again.